Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue and confirmed error 2300 in the aia-900 error logs. The fse was able to reproduce the error by performing a rack rotation which generated a loader error. Further troubleshooting steps revealed that the loader flag was out of alignment due to the belt. The fse corrected the issue by readjusting the loader flag position. A rack rotation test was performed and passed with no system errors. The fse completed quality control (qc) with the customer-prepared bio-rad controls and additional bio-rad controls. Control results passed within the manufacturer's published specifications with no further system errors. The aia-900 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 28mar2018 to aware date 28apr2019. There were no other similar complaints identified during the search period. The aia-900 operator's manual, under section 12 - flags and error messages, states the following: [2300] s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the local representative. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to the misalignment of the s.loader flag.

Event description:
A customer reported getting error message "2300, s.loader step feed failure" at system startup, during background daily check performance, on the aia-900 analyzer. Technical support instructed the customer to reboot the system and replace the rack, but error 2300 remained. Technical support then instructed the customer to eject the rack and perform an all set home; error 2300 did not return. After the customer repeated daily check, error 2300 reappeared. The customer observed that the pusher foot moved the rack approximately one inch and gave an error. There was no visible blockage. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of follicle-stimulating hormone (fsh) and luteinizing hormone ii (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.